Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that due to recurrent urinary tract infection and incontinence patient had mesh excision on (B)(6) 2011.(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent mesh removal in (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent cystoscopy, bilateral retrograde pylograms, urethral dilation and vaginoscopy on (B)(6) 2011 due to recurrent urinary tract infections and stress incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced pain, erosion, infection, recurrence, bleeding, dyspareunia, vaginal scarring and urinary/ bowel and neuromuscular problems. The patient underwent davinci retropubic near total removal of mesh concurrently with pelvic biopsies and cystourethroscopy due to chronic pelvic pain and urethral voiding problem. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent posterior colporrhaphy on (B)(6) 2011 due to symptomatic rectocele. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient has several surgeries to have mesh removed due to chronic cystitis, incontinence, pelvic pain. It was reported that the patient had mesh revision, pelvic biopsies, and cystourethroscopy on(B)(6) 2013. It was reported that patient underwent mesh partial mesh removal in (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 11/24/2016. (B)(4). Additional narrative: it was reported that following insertion the patient experienced frequency, urgency, and incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria and overactive bladder. It was reported that patient underwent cystourethroscopy and detrusor chemical neuromodulation with botox injection on (B)(6) 2014 by dr. (B)(6) due to refractory urge incontinence at (B)(6).

Event description:
It was reported that following insertion the patient experienced dysuria and overactive bladder. It was reported that patient underwent cystourethroscopy and detrusor chemical neuromodulation with botox injection on (B)(6) 2014 by dr. (B)(6) due to refractory urge incontinence at (B)(6).